Event description:
Patient had IV for approximately 1 hour. Patient reported IV leaking. Nurse assessed patient for site leakage. It was noted that the pigtail section was leaking fluid. Nurse removed IV catheter and further assessed it. When flushing there was visible fluid leakage coming out of the pigtail.